Event description:
Failure code 810:11. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump since the last baxter service event. No additional info is known.